Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was not confirmed. Upon investigation the monitor was still able to power on however, the rear response button was non-functional. The cause for the failure was contamination on the j1005. Additionally, there was contamination found on multiple components of the ca board. Monitor will be removed from service. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.